Manufacturer narrative:
(B)(4). Batch # p58g10. Device analysis: the analysis results showed that one ecr45b reload was received unfired, with the pan detached from the left side proximal end. No functional test was performed due the condition of the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: sales representative answered he was not present at the moment of the surgery, but he was informed that the reload did not fit into the stapler. The reload presented problem as soon as it was opened, it was with a loosened part, so it was not used for stapling.

Event description:
The ecr45b load presented a problem, it was replaced with another similar product and the surgery went well until the end. There was no injury to the patient, there was no impact on the surgery, there was no harm to the surgeon or the hospital. Procedure: endometriosis with laparoscopic rectosigmoidectomy.